Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a malfunctioning keypad which was described as "when pushing #4 it brings up setup screen". It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #4 key to be inoperable, along with the setup key, #1 and #7 caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the setup key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.